Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error was selected based on the analysis finding of no set screw marks, but a spot of pitting noted on the terminal pin, which points to improper connection of the lead terminal to the device. The observed damage is not deemed to indicate product defect or malfunction - but likely occurred during normal use of the product.